Event description:
It was reported that the patient was experiencing difficulty charging the ipg after a non device related procedure wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months from date the manufacturer became aware of the event.